Event description:
Customer reportedly received a result of hi (greater than 600 mg/dl), a result of 185 mg/dl and a result of 98 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.